Event description:
Reportedly, in the publication https://pmc.ncbi.nlm.nih.gov/articles/pmc12394135/, an infection occurred leading to teo sr explantation.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Teo sr (s/n: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 21-feb-2023. Use before date: 21-feb-2025. Sterilization lot: s0593 - 3672. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Manufacturer narrative:
The serial number of the device is not yet known. We are looking for it.

Event description:
Reportedly, in the publication https://pmc.ncbi.nlm.nih.gov/articles/pmc12394135/, an infection occurred leading to teo sr explantation.